Event description:
The user_s hearing performance with the device is affected. No information on possible further steps has been received so far.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing a decrease in hearing with her implant for roughly a year. The user upgraded to another audioprocessor but the issue was still there.